Event description:
It was reported that patient underwent two left hip revisions approximately 4 years and 2 years later, respectively. Subsequently, after the second revision the patient continued to experience instability and recurring dislocations with frequent falls. The patient underwent a third revision approximately 4 years after the previous revision. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00877703203 ¿ biolox head ¿ unknown head. Unknown cup ¿ unknown part and lot. Unknown stem ¿ unknown part and lot. Report source italy. Product will not be returning for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Review of medical records shoes the patient visited the emergency room after falling for a closed reduction due to dislocation of the left hip. Patient had a second dislocation and received a reduction. The patient underwent a revision due to left hip instability. Discharged to physical therapy with no further complications. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no related deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.